Event description:
It was reported that the patient presented for implant procedure. During the procedure, the left ventricle lead exhibited high capture threshold, and phrenic stimulation was observed. The physician attempted to reposition the lead, but the lead failed to advance over the guidewire, and it was difficult to advance. The lead was not used and replaced. The patient was in stable condition.